Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician reported that the pulse generator exhibited intermittent sensing. The patient would be brought in and tested isometrically to see if it is reproducible. No additional information was available at this time.